Manufacturer narrative:
On (B)(4) 2015 an ocd field engineer (fe) arrived at the customer site, fe confirmed that based on patient information and processing time, gel card's camera image stored on the provue, the false negative was confirmed where the provue failed to detect a weak positive reaction. Fe performed camera adjustments and confirmed that reading on provue has the same results as manual. Customer ran qc with acceptable results. Customer confirmed no transfusion reaction was reported. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
Account reports an incident during testing an outpatient on (B)(6) 2015 for transfusion purposes. Screen was negative on the provue and electronic crossmatch was performed, 2 units issued on (B)(6) 2015. Same sample was repeated in manual gel and anti-jkb was identified.